Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed and the device was explanted and successfully replaced. It was reported that the patient experienced pain around the device area and following the replacement the pain was no longer present. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion (pbd). It was also reported that the patient experienced warmth of the device in the pocket area. Device data was sent in for engineering analysis, which confirmed the device is exhibiting an unexplained increase in power consumption. Device replacement was recommended. No adverse patient effects were reported.